Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. An evaluation of the test strip lot concluded that this particular lot breached the thresholds set for escalation. Lifescan therefore conducted performance testing with control solution on retained test strips from that lot and performed a visual inspection. The retained test strips passed all testing with no faults found. The results of the retained test strips was included in the follow up #1. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retained test strips passed visual inspection and performance testing with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is being sent to include information that was omitted from the initial report submitted on november 30, 2018. The following information was available at the time of submission of the initial report and should have therefore been included: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was reading inaccurately high compared to another, onetouch verio flex, meter. The complaint was classified based on customer service representative (csr) documentation and a follow-up call with the patient conducted by the medical surveillance specialist (mss) on (B)(6) 2018. The patient reported obtaining an alleged inaccurately high result of ¿16.9 mmol/l¿ at an unspecified time over the weekend (of 17 ¿ 18 november 2018) with his onetouch verioflex meter. This was compared to a result of ¿8.0 mmol/l¿ which was obtained with another onetouch verio flex meter that the patient owned. The results were obtained within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin ¿ self adjuster and reported that, in response to the alleged product issue, he took ¿8 units of humalog¿ according to his sliding scale. The patient reported that, as a result of this increased dose of insulin, he ¿felt weird¿ and then ¿reversed his work van into an object, causing some damage to the van¿. The patient stated during the follow-up call that, after crashing the van, he tested his blood glucose again with the same two meters as before. He claimed that one meter gave ¿a really, really low result¿ while the other gave ¿a quite high result¿. The patient was unable to provide exact results, nor was he able to comment on which meter gave which result. The patient stated during the follow-up call that in response to his symptoms and the ¿really, really low¿ reading obtained, he had ¿something to eat¿ to bring his blood glucose level up. During troubleshooting, the csr verified that the test strips had been stored correctly and had not expired, the test strip vial was not cracked or broken, a control test was not manually selected, the patient¿s testing process was correct and the results obtained were from an approved sample site. The issue was resolved during troubleshooting when the csr discovered that the reading the patient interpreted as ¿16.9 mmol/l¿ was in fact a reading of ¿169 mg/dl¿ and that the patient had purchased this meter online to use as a spare for his existing onetouch verio flex meter, which read in ¿mmol/l¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurately high result obtained with the subject meter.